Event description:
It was reported that during a stenting treatment procedure, the patient had cardiac arrest and expired. The patient presented to the emergency room with chest pain and underwent cardiac catheterization. The 85% stenosed target lesion was located in the right coronary artery. A 3.0x20mm maverick2 balloon catheter was advanced to the target lesion and the lesion predilated. After predilating, the patient experienced a decrease in blood pressure. It was reported that following predilation and removal of the balloon catheter from the body, the patient went into cardiac arrest. An automatic external defibrillator was used, but the patient died due to cardiac arrest.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
It was reported that during a stenting treatment procedure, the patient had cardiac arrest and expired. The patient presented to the emergency room with chest pain and underwent cardiac catheterization. The 85% stenosed target lesion was located in the right coronary artery. A 3.0x20mm maverick2 balloon catheter was advanced to the target lesion and the lesion predilated. After predilating, the patient experienced a decrease in blood pressure. It was reported that following predilation and removal of the balloon catheter from the body, the patient went into cardiac arrest. An automatic external defibrillator was used, but the patient died due to cardiac arrest.

Manufacturer narrative:
(B)(4)